Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 2500 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.